Event description:
It was reported that a spectrum infusion pump constantly alarming air in line during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3, d4unique identifier (UDI) #, d4: model #, g4: combination product additional information: h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of 'constantly alarming air in line' was reproduced as 'reload set-not loaded in air detector'. A review of the event history log (ehl) revealed 'reload set!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.